Manufacturer narrative:
H10: at this time, the suspect device has not been returned for evaluation. However, vyaire received logs and found cfb error occurred while o2flush was being used. Found that there was a few screen changes before the o2flush was finished. Issued occurred due to fsca. As per cfb error log, ventilation did not stop. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where the display went all white and the unit started to alarm while unit was on a patient. Furthermore, there was no information regarding patient harm associated with the reported event.